Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope television screen was totally fuzzy. The issue occurred during an unknown procedure and there was no reports of patient harm.